Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was not impacted. Tandem technical support performed a system check and the occlusion appeared to be within the cartridge. The customer was to changed all the supplies on the pump. The customer was using apidra insulin in the cartridge and was to speak to a healthcare provider regarding using another type of insulin.